Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 03/08/2018, that on (B)(6) 2018, there was an inaccuracy with the continuous glucose monitor (cgm). The sensor was inserted at the upper buttocks on (B)(6) 2018. No additional event or patient information is available. No product or data was provided for investigation. Confirmation of the problem and root cause could not be determined.